Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to the following. The camera cable damaged due to excessive stress by the user handling then the water ingress occurred, then the water ingress reached into the ccd unit. Consequently, ccd unit damaged, and the reported phenomenon occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the endoscopic image of the subject device had failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device, and found that the reported phenomenon was duplicated, and the camera cable was kinked. There was the water ingress into the camera head, and the camera cable.